Event description:
Device returned to MFR with statement "rotor not working, verified under fluoro". Device replaced. As of 9/25/96 physician's office reports that pt is doing well with new device. Device is undergoing analysis at this time.

Manufacturer narrative:
04/09/1998: g9-MFR report number corrected here and in header on page 1.